Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, she started using o.b. Unspecified, vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, she inserted the device in vagina. She stated that the wrapper got stuck in vagina and caused an infection. After an unspecified duration, she discontinued the device. The outcome of the event was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2010. No lot number was provided with the complaint. The data for these complaint categories has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.